Event description:
As I was sleeping on sunday night, (B)(6) 2019, the medtronic minimed 670g with cgm continued to dispense insulin through the infusion set even though my blood sugar level fell below 60mg/dl. The low blood sugar alarm did go off, but as I was sleeping, the unit has become wedged between my abdomen and the mattress was inaudible. The unit continued to dispense insulin and, as I awoke at 3am in a severe cold sweat, I was able to consume apple juice and eat sugar tablets that my wife provided to me. When I checked the display on the pump, it indicated a 44 mg/dl and showed it had been continuing to dispense insulin in its auto-mode throughout the event. I then set it to suspend delivery and, after changing clothes and drying the bedsheet area, was able to return to sleep. Had I not been awake things could have been much worse.